Event description:
It was reported that the device was used during a low anterior resection. It was reported that the device was empty. The surgeon hand sutured the stump. Unknown patient consequence.